Event description:
Customer reported observing pco2 discrepancies intermittently on the instrument. Customer further reports that calibrations and controls were run on the instrument and were consistently within the established range. Customer stated there was no impact to a patient as a result of this event.

Manufacturer narrative:
A field engineer visited the site and replaced the cartridge interface frame (cif) on the instrument. No discrepancies were identified after replacing the cif.